Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan, foreign country alleging that the one touch ultra meter would not turn on. The lfs, france talked to the patient to get additional information and confirmed/verified following information. In 2007, at 7:00 pm, the patient was not able to test himself on the meter before taking his evening dosage of diabetes medication. As he couldn't test himself, he preferred to reduce his humalog pen dose from 15 to 12 units based on his feelings that he was not very hungry and ate less than usual (canned sardines and some bread with cheese). At around 8:00 pm, the patient passed out. The patient's daughter called emergency services for help. The emergency services asked her some questions about the patient on the phone (if the patient was breathing, how much insulin he took). The emergency squad did not test the patient, as they allegedly knew that the patient was having severe hypoglycemia because they had the information given by the patient's daughter before arriving. The paramedics put the patient under oxygen and brought him to the hospital. The patient was diagnosed with hypoglycemia and was given glucagon injection. The patient could not recall whether or not he was tested upon arriving in the ER. After the patient became conscious, he was tested on ER/hospital meter and reading of 36 mg/dl was obtained. The patient was given some jam to eat. The patient stayed in the hospital for 3 hours. As he felt better, he was brought back home. The patient informed that he tests himself 6 times a day, before and after each meal. The patient takes his dosage of humalog pen based on the sliding scale and his usual dosage is 7 units before breakfast, 15 units before lunch, 15 units before bedtime. He also takes fixed dosage of 28 units of lantus at night. The patient reportedly adapts his insulin intake depending on the reading on the meter before the meal, what he is going to eat (if he is having carbs he will increase the insulin) or if he is going to have physical activity (like running or doing some garden work) he will reduce his insulin intake. It was mentioned that the patient gets readings of usually around 200mg/dl, 100 mg/dl, 130 mg/dl before breakfast, lunch and dinner respectively and 90 mg/dl, 160 mg/dl, 160 mg/dl after breakfast, lunch and dinner respectively. The customer service representative (csr) verified that the patient was using correct test strips. The csr walked the patient through inserting the test strip all the way into the port, but the meter did not turn on. Replacement products were sent. This complaint is being reported due to the fact that as the patient did not get reading on the meter, he may not have been able to adapt the correct dosage of insulin, passed out and received hcp assistance.